Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 21 months after a coronary drug eluting stenting treatment procedure, the patient experienced elevated cardiac enzymes. The lesion being treated in the index procedure was a 3.4mm, 100% stenosed, 11mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 3.50x20mm study stent in the target lesion. There were no reported complications. The patient was discharged 5 days later on plavix and aspirin. Twenty one months after the initial procedure, the patient was admitted to rule out myocardial infarction (mi). The patient experienced elevated cardiac enzymes. No other information is available at this time.